Manufacturer narrative:
(B)(4).

Event description:
A customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 pro synchron system was leaking fluid onto the drip tray after preventive maintenance. Cartridge chemistry results were suppressed and no erroneous patient results were generated. The customer was wearing gloves, and protective eyewear at the time of the event. Msds was not reviewed, but there is an exposure control or risk management plan in place at the facility. Medical attention was not sought. There was no death, injury, or change to patient treatment associated to this event. Bec customer technical support guided the customer to secure a loose reagent syringe, and resolved the issue. The cause of the leak was loose reagent syringe.